Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw/lot number. Date of implant: (B)(6) 2015, exact date unknown. Not explanted. PMA/501(k) #: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nail system (tfn) insertion in (B)(6) 2015, exact date unknown. On unknown date, an x-ray revealed that the helical blade had advanced through the femoral head and into the acetabular cup. On (B)(6) 2015 the helical blade was removed and patient was revised and a screw was inserted. There was no surgical delay or patient harm reported. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(4): this report is for unknown-nail/unknown lot number.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.